Event description:
It was reported that the customer received a button error alarm. The keypad was unresponsive. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unit received with intermittent button response due to corroded key pad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched display window, cracked reservoir tube, reservoir tube lip, broken belt clip slot, and cracked battery tube threads.